Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant device: 4574 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient has an infection in their device pocket. The device is planned to be removed and replaced. No further patient complications were reported as a result of this event.